Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, a complete analysis cannot be conducted. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
Pump infused in 18 hours instead of 33 hours. (Drug/diluent: ropivacaine 1.2%); (procedure: ankle surgery); (fill volume: 400ml); and (flow rate: 12ml/hr). Date of event: (B)(6) 2011. Per dfu: fill volume: 400ml and flow rate: 2,4,6, 8, 12, 14 ml/hr.